Event description:
It was reported that a dual access venotomy closure of the left and right common femoral vein (lcfv and rcfv) was attempted relative to an electrophysiology (ep) procedure. Femoral imaging was not performed. The pre-close technique was used via a 10f sheath hole in the lcfv. The sutures of 2 prostyle devices were successfully pre-placed and the ep procedure was completed using the same 10f sized sheath. Hemostasis was achieved in the lcfv with the pre-placed sutures. In the rcfv, there were 3 puncture sites (8f top and middle, 7f bottom). A prostyle device was attempted in the top puncture using an 8f sheath after the ep procedure. Reportedly, there was difficulty advancing the prostyle due to patient anatomy. Closure with the prostyle was abandoned, and manual compression was used to achieve hemostasis in all 3 puncture sites of the rcfv. One week later, the patient presented with a nickel-sized (approximately 2 cm) hematoma in the right leg. The patient was given antibiotics for the hematoma. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Based on the information received, the investigation determined that the reported issue and subsequent treatment appears to be related to operational context. In this case, it is likely as the reported ¿there was difficulty advancing the prostyle due to patient anatomy¿ contributed to the difficulty advancing the device. The reported patient effects of hematoma is listed in the perclose prostyle instructions for use as a known patient effects of use with suture mediated closure device procedures there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 medical device problem code: 2017 - failure to follow steps / instructions.